Event description:
Reporter indicated that initial implant surgery was aborted due to two episodes of complete av block that occurred during the lead tests. The first episode was approximately 4-6 seconds in duration and resolved without intervention. The second episode lasted approximately 6-8 seconds and did not resolve after atropine was administered. It was reported that the patient's baseline heart rate was 50-60. Both episodes of the av block had p-waves present with no qrs complex per EKG. The patient was kept in the hospital overnight for observation and did not have any other ectopy or heart blocks. The patient has not been seen by neurosurgeon since the event as patient lives in a different city. Investigation to date has been unable to determine whether the patient had previous cardiac history.